Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2013-09794 and 2134265-2014-00210. It was reported that in-stent thrombosis, myocardial infarction and patient death occurred. In (B)(6) 2010, a the patient received three taxus liberte stents (3.5x38mm, 3.5x8mm, and 3.5x20mm) as part of the (B)(4) clinical study in the mid and distal rca (right coronary artery). In (B)(6) 2012, the patient had unstable angina (braunwald classification - iiib) and was referred for cardiac catheterization and was enrolled in the (B)(4) clinical study. Target lesion #1 was an instent restenotic lesion (of unknown des) located in the proximal lad with 85% stenosis and was 29 mm long with a reference vessel diameter of 3.6 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 32 mm ion us coa stent. Following post dilatation, residual stenosis was 9%. Target lesion #2 was an instent restenotic lesion (of unknown des) located in the distal lad with 75% stenosis and was 20 mm long with a reference vessel diameter of 2.8 mm. Target lesion #2 was treated with direct stent placement using a 2.75 mm x 24 mm ion us coa stent, with 9% residual stenosis. Target lesion #3 was an instent restenotic lesion (of a previously placed 3.5x20mm taxus liberte stent) located in the mid rca with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. During pre dilatation, there was sub adventitial rupture noted which was caused by 3.5 mm x 12 mm apex balloon. Target lesion #3 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm ion us coa stent. Following post dilatation, residual stenosis was 9%. Target lesion #4 was an instent restenotic lesion (of unknown des) located in the proximal rca with 90% stenosis and was 6 mm long with a reference vessel diameter of 3.2 mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm ion us coa stent. Target lesion #4 was treated with pre-dilatation and placement of a 3.00 mm x 8 mm ion us coa stent in an overlapping manner with the study stent placed in target lesion #3 to treat the sub adventitial rupture, with 9% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In december 2013, the patient presented with breathlessness and nausea. Emergency medical service (ems) was called since the patient suffered hemodynamic collapse for which cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) was initiated followed by administration of pressor therapy, intubation and ventilation. Spontaneous circulation was restored. Cardiac enzymes were found to be elevated, consistent with the protocol definition of mi. Admission electrocardiogram (ECG) revealed sinus bradycardia with st and t wave changes. The subject was diagnosed with st elevation mi and cardiac catheterization was recommended . At the time of event, the patient was on aspirin and prasugrel medication where the last dosage was on april 2012. The 80%-90% diffuse stent thrombosis of the previously placed study stents and 3.5 x 20 mm taxus liberte stent was treated with balloon angioplasty with 20% residual stenosis. During the percutaneous transluminal angioplasty, the lesion in the rca was attempted to be crossed with a choice extra support wire which was unable to cross the lesion as there were multiple areas of hangups noted in the stented portion. Additionally, 3.5 mm x 30 mm quantum balloon catheter was attempted to be advanced into the stented region. However, it could not be advanced through the distal portion of the stented region. Subsequently this was exchanged with a 2.5 mm x 30 mm quantum balloon catheter which was used to dilate the distal portion of the stented region resulting in 20% residual stenosis. 4 days post event, the patient died at 12:21 hrs. The primary cause of death was st elevation mi. Death certificate is not available. No autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).